Manufacturer narrative:
The product was returned for investigation. The reported failure was confirmed. The product was subjected to functional and visual testing. The root cause of the reported failure was traced to a defective component on the main circuit board. In sum, the customer complaint was confirmed. The failure mode will be monitored for future recurrence.

Event description:
It was reported that the unit experienced a loss of video output. It was further reported that the screen turned green on the monitor.